Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced vomits, diarrhea and dehydration. The patient's mother took them to the hospital. At the hospital the cgm was reading 9.0 mmol/l and the blood glucose reading was 22.0 mmol/l. At the hospital the patient was treated with IV fluids, potassium, magnesium and IV insulin. The patient recovered and was discharged after 3 days. At the time of the report, she had an ear infection but stated they were unsure if it was a result of the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.